Event description:
Medwatch received from user facility reporting an overdelivery of morphine: the report states "infusion pump, reported by nursing unit, delivered excessive amount of morphine to the pt." The customer reporter was contacted for add'l info. According to the customer contact, the pump was programmed in the concurrent mode of delivery to infuse 1000ml normal saline at 50.0ml/hr on the primary line and morphine sulfate (concentration unspecified) at 5.0ml/hr on the secondary line. The morphine sulfate bag was hung at 09:00. The nurse reported that at 12:00, 70.0ml morphine sulfate has infused. There was no pt harm reported. Specifically, according to the customer contact, "there were no changes in respiration status or level of consciousness." Though requested, there was no add'l info available.